Event description:
On 12/30/96, the device was returned along with the device analysis agreement dated 12/20/96 and signed by a MFR rep. The explant record states that the device was explanted after a cath-a-gram showed a hole in the device catheter.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: anomalies, including internal damage, were not seen on the part body or the silicone septum. The 8 1/8 inch polyurethane catheter showed characteristics of pinch-off associated with compression, approx. 1 1/2 inches from the bayonet lock. This area appeared compressed, discolored, and longitudinally slit. The damaged area of the catheter leaked when pressurizing the device and catheter. After isolating the damaged area of the catheter, this unit was patent and withstood a pressure of 60psi with air and fluid. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this cat. And lot number and has not identified any trends. The report of device leakage has been confirmed based on the evidence of a longitudinal slit in the device catheter. Based on the info available, and the results of co's investigation, the MFR believes this event is attributable to device catheter placement and not to the device or the device catheter placement. An article specific to pinch-off will be forwarded to the facility for their review. No further info is available. The MFR is now closing its file on this event.